Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 8cm in diameter abdominal aortic aneurysm. It was reported that the nine year follow up CT revealed a proximal type I endoleak. The physician assessed the event to be related to disease progression. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.